Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The downstream occlusion alarm was found during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged pump head module cable. To correct the condition, the pump head assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.